Manufacturer narrative:
A steris service technician arrived on site and discovered steam leaking from the door lock (dl1) cylinder. Additionally, the door lock sensor (ls5) had burned in the area where the cables enter the housing. The technician inspected the touch panel and control box for any damage; no defects were noted and the voltage output to ls5 was confirmed correct. The technician replaced the door lock (dl1) cylinder and the ls5 sensor. The unit was tested, confirmed operational and returned to service. The DHR for this unit was reviewed and found to be manufactured to specifications.

Event description:
The user facility reported that they saw smoke coming from the control panel of their 48¿ century sterilizer. Power to the machine was immediately turned off and the smoke stopped. The fire department was called but cancelled by the hospital upon arrival. No evacuations were originated. No initiation of sprinkler system reported. No injury to staff or patients. No procedural delays or cancellations occurred.